Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 120-130 units. Customer's blood glucose was 176 mg/dl. Customer loaded a new cartridge to address the event.